Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed in the logs. No failure related to the reported occlusion was identified. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarm, the customer would either resume insulin delivery without changing the pump supplies or change out all the supplies. The customer's blood glucose (bg) level was approximately 400 mg/dl when the occlusions occurred. The bg would be addressed either with insulin injections or a correction bolus after a supply changed. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.